Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Submit date: 11/21/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 11/21/2016 that a customer had an issue with a tuberculin syringe. The customer states that the dvm put the syringe into a vaccine bottle and the needle came off into the bottle. The needle separated from the hub. This happened with two syringes and the customer pulled the box.